Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours they had experienced pain as well as bleeding at the pod infusion site. Once the patient removed the pod from the infusion site it was noticed that the needle was visible as it had not retracted upon initial activation.

Manufacturer narrative:
The returned device received with the formed needle exposed, confirming the reported event of the needle not retracted. During investigation, after opening the device, the formed needle was found not properly seated in the slide retract. The slide retract was damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying the needle. The tip of the formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported bleeding and bruising or pain during insertion. The exposed needle resulted in pain during insertion. No blood was found on the device.